Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 170-200 mg/dl. In addition, it was reported that the pump battery was depleting quickly. The customer's blood glucose level ranged from 150-200 mg/dl. Additional information was not provided. The customer declined further follow up from tandem technical support.